Event description:
Physician noted a foreign object in the kidney. When the instrumentation was removed, it was noted that the tip of the laser fiber was missing. The physician was able to retrieve the missing piece of a laser fiber. Patient had an extended period of surgery under general anesthesia, but no problems were noted. She was discharged home later that day.